Event description:
The customer states that a pregnant female patient generated an initial axsym toxo igg assay result of 4 iu/ml (positive). The sample was retested several time thereafter and each time generated a negative result. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An abbott field service representative (fsr) was at the customer site troubleshooting the analyzer for control reproducibility issues. The fsr replaced worn leaking bulk solution #1 and #3 pumps. Additional troubleshooting was performed including volume verification and precision runs of quality control samples. Subsequent results were as expected following field service intervention. There was no impact to patient management reported. A review of the service history records of axsym indicates there were no additional erratic result complaints generated following field service replacement of the bulk solution pumps. No similar complaints or no adverse trends were identified in conjunction with the complaint issue under investigation. The customer's issue is addressed in the axsym system operation manual and the axsym toxo-g package insert, which provide adequate documentation regarding the customer's issue. The most probable root cause for the erratic results was worn leaking bulk solution #1 and #3 pumps. Field service replaced the pumps and performed verification procedures. The axsym system operations manual provides adequate information to resolve the customer described issue. A deficiency of the axsym system was not identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.